Event description:
It was reported that pericarditis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was implanted. The patient was placed on eliquis and aspirin medications. Three days post index procedure, the patient presented to the emergency room with chest pain and shortness of breath. An echocardiogram was performed and was unremarkable. Physician noted worsening atrial fibrillation which required 5mg of intravenous metoprolol and one liter of lactated ringers fluid intravenously. A cardiac echocardiogram was also performed. The patient was also diagnosed with pericarditis. The patient was hospitalized and discharged home the following day on oral colchicine medication. 53 days after discharge, the patient was seen by a general cardiologist for a routine follow up and stated the symptoms have improved.

Manufacturer narrative:
B5: correction added for an error in previous wording.

Event description:
It was reported that pericarditis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was implanted. The patient was placed on eliquis and aspirin medications. Three days post index procedure, the patient presented to the emergency room with chest pain and shortness of breath. An echocardiogram was performed and was unremarkable. Physician noted worsening atrial fibrillation which required 5mg of intravenous metoprolol and one liter of lactated ringers fluid intravenously. A cardiac echocardiogram was also performed. The patient was also diagnosed with pericarditis. The patient was hospitalized and discharged home the following day on oral colchicine medication. 53 days after discharge, the patient was seen by a general cardiologist for a routine follow up and stated the symptoms have improved. Correction: cardiac echocardiogram corrected to cardiac ultrasound.